Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device appears to power on and operate correctly but the lcd does not display anything customer has requested no repair. The unrepaired device will return back to the customer.